Manufacturer narrative:
The 16fr esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the sheath distal portion of the liner was bunched. The sheath shaft hdpe was damaged 6 inches distal to strain relief. Partial delamination 2cm from the distal tip and full delamination approximately 2 inches in length were observed. Procedural cine was provided for review but did not reveal any relevant information for the evaluation. Due to the nature of the complaint, dimensional analysis and functional testing were not able to be performed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints for the reported events. Complaint history review from july 2019 to june 2020 for the edwards esheath revealed additional complaints for the appropriate trending codes. No manufacturing non-conformances were identified. Available information suggested patient and/or procedural factors may have contributed to the events. Per IFU and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo 100% visual inspection under minimum 3x magnification. The esheath final assemblies undergo 100% visual inspections by both quality and manufacturing. Additionally, following sterilization, sheath expansion testing was performed during product verification (pv) testing under a sampling basis. All samples passed the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaints were confirmed based on the visual inspection of the returned device. However, no manufacturing non-conformities were identified. Based on applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Per the case description, severe bilateral iliac tortuosity was reported. Tortuosity may result in a difficult pathway for delivery system retrieval through the sheath. It is likely that tortuosity resulted in difficulty withdrawing the delivery system through the sheath due to lack of coaxial withdrawal. To overcome the reported resistance, excessive force and manipulation was applied to the system resulting in the observed sheath damage and delamination. Although a definite root cause was not able to be determined, available information suggested in addition to procedural factors (excessive force, device manipulation), patient factors (vessel tortuosity) may have contributed to the reported event. No manufacturing non-conformances were identified during evaluation. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-12048.

Event description:
During a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed in an 80:20 aortic/ventricular position as intended. Post valve deployment, tension in the commander delivery system was felt during the attempt to withdraw the delivery system back into the 16fr esheath. ¿strong¿ pulling force was used and blood was observed in the inflation device. Under fluoro, the sheath appeared to be kinked in the left common iliac artery (lcia). The delivery system balloon appeared to be bunched and the markers further than normal from the push catheter. Angiography indicated the vessels were intact. Manipulation of the delivery system was performed to get the pusher closer to the balloon. The delivery system was pulled partially back into the sheath. The sheath and delivery system were removed as a unit. A cutdown was then performed to repair the access point. The patient remained stable throughout the procedure. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. Information regarding the access vessel minimum luminal diameter (mld) was not provided. Severe bilateral iliac tortuosity was reported. The esheath was returned to edwards lifesciences for evaluation. During the pre-decontamination evaluation it was noted that the distal portion of the sheath liner was bunched. Partial delamination of the distal tip was observed. The delamination was not circumferential and the c marker band was present.